Event description:
Pt had cardioversion in am, pt complained of pinchey feeling under left breast, red area noted to left of v1, v2 pad site and right back pad site. No blisters noted, pt sent home with no complications.